Manufacturer narrative:
Follow-up #1: date of submission 01-mar-2018 - device evaluation: the pump has been returned and evaluated by product analysis on 01-mar-2018 with the following findings: during investigation, the keypad cover was intact and all keypad buttons were responsive to user input. The keypad cover was opened to find no contaminants under the button contacts. The pump was opened to find moisture on the keypad flex connector.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter alleged the up arrow, down arrow, contrast, and ok buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. The complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.